Event description:
It was observed that during the device evaluation, the camera head exhibited image defects, adhesion on the free lock lever, scope mount adherence, and adhesions on the main body. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.